Event description:
Propofol tubing and bottle changed at ~0100. Per unit protocol, changed tubing every 12 hours. Witnessed by secondary rn as per mar(medication administration record). Around 0134, witnessed patients blood pressures dropping. Norepinephrine was restarted to mitigate this. A rate of 10mcg/hr was required to maintain a map(mean arterial pressure) >65, which was a massive change. A fluid bolus was ordered as well. When this rn went to complete 0200 oral care, she noticed the patient was no longer responsive to pain, a change in assessment. This rn subsequently went to obtain patients pupillometer check. She noted that the pupils were significantly less reactive than the hour prior. This rn immediately knew something was wrong and checked the propofol pump. The bottle was completely empty. The entire bottle of propofol had bolused into the patient in less than an hour. The rate on the pump had the infusion running at 10.7 ml/hr, with 76.7ml vtbi(volume to be infused). However the entire bottle was empty and there was air in the tubing proximal to the pump. Tubing used was the interlink system solution set lot dr23k17048. The only reason this patient survived this event is because he is on va ECMO(venoarterial extracorporeal membrane oxygenation) support.